Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging too frequently. The caller reported that after charging for the first time, the charge lasted for 6 days, but they were told that recharging frequency may be about 20 days. The caller also stated that she thought the patient was not using the ins overnight. It was mentioned that the device had the adaptive stim setting during the same week. It was also mentioned the first charge session was 3 hours, which was longer than they expected. No patient symptoms were reported. Additional information: information was reported that the patient had a battery replacement to a newer model recently because of recharging difficulties with their older model not holding the charge long enough. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient also reported he would charge his device for an hour and 45 minutes a night and his legs would get numb. No further information.